Event description:
It was reported that the end port was found disconnected from the bd alaris¿ smartsite¿ low sorbing set before use. The following information was provided by the initial reporter: "issue description quality complaint ¿ broken damage (out of box). Did not occurred on patient ¿ no reported patient injury or medical intervention. As soon as opened the packaging-and removed the product noticed the end port, where the extension attaches to line is disconnected. 2. Was the packaging damaged as well? No. 3. What is the intended medication to use in the defective item? No. 4. What type of procedure is being performed? Just opened the packaging."

Manufacturer narrative:
H6: investigation summary the customer reported the tubing was broke out of the bag, and returned the unused sample. The sample was separated at the smart site and the complaint was verified. The smart site and tubing did not have sufficient solvent applied to the connection. The root cause for this is the incorrect set up of the pdi solvent dispenser by maintenance personnel. On 01aug2023 a quality alert was issued at the plant to prevent this defect. Device history record review for model 10013902 lot number 23019355 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the end port was found disconnected from the bd alaris¿ smartsite¿ low sorbing set before use. The following information was provided by the initial reporter: "issue description quality complaint ¿ broken damage (out of box) did not occurred on patient ¿ no reported patient injury or medical intervention. As soon as opened the packaging-and removed the product noticed the end port, where the extension attaches to line is disconnected... Was the packaging damaged as well? No. What is the intended medication to use in the defective item? No. What type of procedure is being performed? Just opened the packaging".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.